Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported the patient was having some trouble and the patient could not get it to work right. The implantable neurostimulator (ins) was not helping with pain and it hurt the patient. This had been happening since the ins was turned on in the hospital a week prior to this report. A manufacturing representative later reported the patient was in the hospital and they had an infection at the lead site. The patient was admitted to the hospital on (B)(6) 2015 for a severe infection. The patient had a wound care nurse monitoring the infection, but it was deemed that more care was needed. The incision never healed following implant. The patient¿s healthcare professional (hcp) had talked about removing the entire system. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.